Manufacturer narrative:
A locus high res ssp unitray kit with taq polymerase, catalog #4729110, lot #012 1306793 1484408 is on-going.

Event description:
The customer tested a confirmed a 24:58 sample using a high res ssp unitray kit #4729010 lot 012 1306793 1417012, but received a result of a 24:02. The lanes positive, 38 and 48, indicate a 24:02 presence, whereas a 24:58 requires lane 56 be positive, which it was not. This result pattern was confirmed in unimatch, however, customer gel images were not given. This resulted in a mistype, (B)(4). A locus high res ssp unitray kit with taq polymerase, catalog #4729110, lot #012 1306793 1484408 has been identified as having the same issue.